Event description:
Complainant alleged that the medics were transporting a 79 yr old pt (gender unk) with a hip dislocation to the hosp. The medics were monitoring the pt with the device in manual mode, when the device screen went blank, except for a green dot in the center of the screen. The medics changed the battery on the device several times in an attempt to trouble shoot the problem without success. There was no adverse effect on the pt as a result of the alleged malfunction.